Event description:
Approximately three years and two months after implantation, the perfusionist reported that the ¿patient came to clinic to swap out old batteries that were lasting less than 2 hours when fully charged; clinician saw that when he replaced one battery for a fully charged one, the entire controller led went blank and both batteries were fully charged.¿ no audible alarms were heard. There were no issues (i.e. Connections loose; incomplete connections) with the batteries. The patient tolerated a controller exchange well and the problem was resolved without any reported patient injury. Investigation is ongoing.

Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00285 and 00286) submitted for devices related to the same event.

Manufacturer narrative:
The devices have been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of two reports (3007042319-2013-00285 and 00286) submitted for devices related to the same event.